Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the left superior pulmonary vein. A 6f expo guide catheter and an amplatz super stiff guidewire were selected for use. The amplatz super stiff was used for the transseptal sheath to cross the left atrium. During the procedure with the expo, the transseptal dilator was removed and the expo pigtail was advanced over the wire midway up. Once the pigtail was torqued at the tip of the wire, it was seen that the wire had sheared into two parts. One part of the wire was protruding from the sidewall of the pigtail and the other had tilt through the distal tip. The wire and the catheter were removed. The procedure was completed with another of same device. No patient complications were reported.